Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient¿s weight was unknown, that no cause for high impedance was known and that the actions/interventions taken to resolve the issue were that the device was turned off. The information was not confirmed with a health care physician (hcp) because this patient was currently in the intensive care unit (ICU) and unresponsive. (Not alleged to be related to the device/therapy) the rep reported that the only cause for checking the device was for an MRI (not alleged to be related to the device/therapy) and stated that the current interstim device condition was secondary to the patient¿s current condition. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed an MRI but when the manufacturer representative checked impedances, the 3rd electrode had a impedance greater than 4,000 ohms. No symptoms were reported. No further complications were reported.